Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2004 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted concurrently with excision of left posterior scalp sebaceous cyst and a&p repair. It was reported that following insertion the patient experienced pain, infection, urinary problems, and dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.